Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the occlusion alert in the infusion device was no longer functioning. On (B)(6) 2022, the patient went to the hospital with hyperglycemia. The blood glucose result was around 500 mg/dl. In the hospital, the customer was only given serum, because the patient was using the pump to correct her blood glucose level. The patient changed the cannula and observed that the cannula was bent. After changing the cannula, the patient¿s blood glucose value decreased. The patient was discharged from the hospital after four hours.